Manufacturer narrative:
Product event summary: analysis found that the overlay to the screen was broken. As a result the overlay assembly was replaced.

Event description:
It was reported that the programmer was found with the screen broken, it appeared that the lid had been slammed on the programmer head. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.